Manufacturer narrative:
The following devices were also listed in this report: tri ts femur sz5 right; cat# 5512-f-502; lot# mgmo. Triathlon femoral distal augment 10mm - size 5 right; cat# 5541-a-502; lot# vdhy. Triathlon femoral distal augment 10mm - size 5 left; cat# 5541-a-501; lot# kyio. Tri post augment sz5 5mm; cat# 5543-a-500; lot# aga70. Triathlon cemented stem-15mm x 50mm cat# 5560-s-115; lot# 0055117a. Tri ts baseplate size 5; cat# 5521-b-500; lot# abr4la. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0053072k. Tri lm/rl tib aug sz5 10mm; cat# 5546-a-501; lot# mc6v54d. Tri rm/ll tib aug sz5 10mm; cat# 5546-a-502; lot# gnlja. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision on patient's right knee. A 5x19 mm ts insert was explanted and the same size ts insert was implanted. Knee was irrigated & debrided with poly swap due to possible infection.